Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and noted that the touchscreen issue was intermittent and was sometimes reproducible. The stm replaced the touchscreen assembly and coiled cord cable then checked the touchscreen calibration and verified operation. The stm noted that the touchscreen did not lock up again while on site. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the touchscreen for the cardiosave intra-aortic balloon pump (iabp) was unresponsive. It was later reported that the touchscreen was intermittently not functioning. It is unknown under which circumstances this event occurred or if a patient was involved; however, there was no adverse event was reported.